Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, it was noted that the left ventricular (lv) lead failed to capture. The lv lead was found to be dislodged. The lv lead was explanted and replaced on (B)(6)2024. The patient was in stable condition.